Event description:
It was reported that an ilet user experienced sustained hyperglycemia, with sensor glucose approximately 351 mg/dl and confirmatory fingerstick 370 mg/dl about 90 minutes after onset, despite recent infusion set change using an inset and no food intake or occlusion alerts, and no visible bent cannula. Symptoms included elevated blood glucose. Outcomes included no hospitalization and management at home with instructed pump-delivered correction doses. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed no device alarms or identifiable infusion set failure during the call, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.